Event description:
A pharmacist reported during intraocular lens (iol) implant surgery both haptics broke and the lens was removed and replaced through an enlarged incision. She stated three sutures were required. The pharmacist reported postoperatively the patient has two diopters of astigmatism. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. The cartridge was not returned for evaluation. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional observations were as follows; lens returned positioned incorrectly. Solution is dried on the lens. One haptic is broken/torn at the arm area and is not returned. The other haptic is broken/torn at the gusset area and is not returned. The optic is scratched/marked-rejectable. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).